Event description:
Same case as MDR ID: 2134265-2015-02099. It was reported that removal difficulty and tip detachment occurred. A pt graphix¿ guidewire and a rubicon¿ 14 support catheter were used during an attempted intervention on a left popliteal artery. The physician attempted to remove the guidewire from the support catheter; however, he felt like it was stuck. He pulled gently on the guidewire but it did not want to come out of the support catheter. He chose to remove both the guidewire and support catheter as one unit. After looking at the fluoroscopy image and the guidewire, it appeared that a small part of he distal tip had sheared off and remained in the patient's artery. The physician noted that the tip of the guidewire appeared to be threadlike rather than it's usual appearance. The small piece remaining in the patient is positioned proximal to a very tight stenosis and the physician is not concerned that it will move. He will soon perform a bypass operation around the area. The patient is currently stable.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).